Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400-500s mg/dl and the cause was not known. Boluses via the pump were delivered to address bg. System check was performed with tandem technical support and no device issues were identified. Reportedly, the infusion set site was changed. Recommendation was made for customer to consult with a healthcare provider.